Event description:
The patient was hospitalized on (B)(6) 2013 for complaints of pain in the chest at the generator site along with diagnosed left vocal cord paralysis. The chest pain was not occurring with vns stimulation. The patient was seen by the ear nose throat (ent) doctor and the vns was disabled for the day, which resulted in the chest pain resolving. The ent felt that the vns could be turned back on after one day and the patient's settings were reduced from the previous ones (1.0ma instead of 2.75 ma). Diagnostics were all ok.

Event description:
Additional information was received that the vocal cord paralysis was believed to be due to rapid cycling and once they change the cycle, the patient has had no further issue. The patient is doing well now with no vns issues. The generator replacement is not related to the reported events of pain and vocal cord paralysis.

Event description:
Additional information has been received that the patient will be having a generator replacement. Surgery is likely but has not been completed to date. Attempts for additional information have been unsuccessful to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent generator replacement on (B)(6) 2014 due to battery depletion. The explanted generator was returned for product analysis on 11/18/2014. Product analysis is still underway and has not yet been completed.

Event description:
On 12/10/2014 product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The septum was cored, but no evidence of body fluids were observed in the header septa cavities, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.